Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The customer reported when using bd bbl¿ columbia agar with 5% sheep blood, 190 plates were found with missing labels. There was no report of impact to patient or user.

Manufacturer narrative:
Investigation summary: during manufacturing of material 221263, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3299061 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and the only other complaint on batch 3299061 was also taken from avails medical. Photos were received via complaint number (B)(4) for investigation. Review of the photos show several photos with sleeves without a sleeve label visible. Nine photos were received for investigation but were unable to be investigated due to the format provided. No other format of the photos was provided. No return samples were received for investigation. Retention samples from batch 3299061 were not available for inspection. This complaint can be confirmed for missing sleeve labels. No complaint trends have been identified. No actions are indicated at this time per bd procedures. Bd will continue to trend complaints for defects.

Event description:
The customer reported when using bd bbl¿ columbia agar with 5% sheep blood, 190 plates were found with missing labels. There was no report of impact to patient or user.